Event description:
It was reported that during an implant procedure there was placement difficulty. The physician indicated that the lead could not be implemented smoothly. A new lead was implanted with success. No patient complications have been reported as a result of this event.